Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the case, after 6 electrodes, the arm started having issues and drifting abnormally. Device was cleared and attempted to bring the arm in differently but drifting persisted. Arm was restarted multiple times and started to detect collisions at every movement. Case completed using micromovements and shutting down/restarting the arm for the last 4 trajectories. Force sensor cable might have shorted, causing it to think there was weight moving the arm. No patient harm or injury. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d3 -email address; h2; h3; h4 - it is noted that the manufacturing date refers to the latest software revision date, and h6 as per the complaint description, the user experienced difficulty moving the robotic arm and multiple collision errors. It was observed there was water in the drape, which may have shorted the force sensor cable. A corrective maintenance was performed by a program development associate manager (pdam) for this issue which reveal the robotic arm was unable to move due to collision errors. It was discovered the force sensor had water damage and was damaged beyond repair. The force sensor was replaced. Device history records were reviewed and no discrepancies related to the reported event were found. Based on the investigation, the collision errors and robotic arm issues were caused by the water damaged to the force sensor. As per the complaint description, there was water in the drape which caused the damage to the sensor. This would be a use error. According to the rosa one user manual brain application rev c, section 5.1.1 cleaning the robot stand, it warns the user the robot stand is not waterproof and to be careful not to spill or splash liquids where they can enter electronic assemblies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.